Event description:
During bronchoscopy needle aspiraton, the physician was unable to remove the needle from the scope. Needle remained in view on the monitor entire time. During second needle aspiration, the needle became bent. The needle and scope were pulled. The pt remained stable during procedure.